Manufacturer narrative:
Environmental caps were previously provided to the customer. Service was previously dispatched and could not identify any issues with the instrument. The customer was provided with a different reagent lot to determine if it improves the issue. A definite root cause of the event has not been determined to date.

Event description:
The customer reported that four erroneously low total protein (tp) results were generated on a unicel dxc 600 synchron system. The customer indicated that previous occurrences of tp recovery dropping once the reagent inventory reaches approximately 40% volume have been reported. These issues were previously addressed by beckman coulter inc. Event data provided by the customer indicated the generation of three erroneous, low initial tp results. Additionally one result was presented by the customer that was found to be within the marketed precision claims of the device. Repeat results generated on the same instrument were higher and considered valid. Erroneous results were reported out of the laboratory however there was no indication of death, serious injury or modification to patient treatment associated or attributed to this event. Variation between initial and report results was not considered clinically significant and hence no amended reports were generated by the customer. Quality control (qc) results were stable until shortly before the event. At such time a significant downward qc shift was identified until it was outside of the lower reference tolerance for both qc levels on the day of the event.